Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
It was reported the patient experienced increased spasticity 2 weeks ago but infection was suspected. In follow up, it was noted the patient was ¿doing fine¿ and receiving effective therapy. The pump was used to deliver gablofen.